Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed to be dislodged on x-ray. The ra lead was reprogrammed, explanted and replaced. No patient complications have been reported as a result of this event.